Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 07, (discrepancy between load 1 and load 2 too large) was confirmed in the archive data and, during functional testing. The root cause of the ua07 was a defective load cell, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in (B)(6) 2020 and is over 5 years old. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date, confirming the reported complaint. Functional testing, failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The defective load cell will be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were, reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number(B)(6).

Event description:
After a call, the crew retrieved the autopulse platform (sn (B)(6) and tested it on a mannequin, but it displayed user advisory 07 (discrepancy between load 1 and load 2 too large). Despite all efforts to clear the advisory message, it persisted. The autopulse platform had worked successfully during the call. No patient involvement.